Event description:
Pt has an aicd that was part of st. Jude medical recall. He was sent a letter from us with the recommendation from st. Jude to keep a remote monitor plugged in at all times. Pt was having trouble keeping monitor communicating and called merlin for assistance. They were told they would be sent a new monitor. In a f/u call today, pt's wife told me they had not received the monitor yet. I called merlin and after a 44 minute wait on hold was finally able to talk to someone. I was informed that the monitors are on back order but that pts with recalled devices were a priority. Pt's initial contact requesting a new monitor was on (B)(6) 2016 per merlin. They said the wait time for pts with recalled devices was 2 to 3 weeks and that our pt should be receiving his monitor next week. This is an unacceptable time and does not meet with the recommendations they put in their recall notification.